Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) units discovered pump compressor had stripped screw thread. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4,d9,g3,g6,h2,h3,h4,,h6(type of investigation,investigation findings,component code, investigation conclusions),h10,h11. Corrected field - d5. Additional point of contact - name: (B)(6). A getinge field service engineer (fse) discovered unit had stripped screw threads, replaced compressor (d102-00-0001) and performed full pm and passing functional checkout. Unit returned to clinical use.

Event description:
N/a